Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead model#: sc-4316 lot #: 18524431 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pocket infection at the ipg site. Symptoms were fever and redness around the pocket. Antibiotics were prescribed. Per physician, infection was not device related and the cause was unknown. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.